Event description:
It was reported no image / incompatible camera head. No negative impact in state of health reported.

Manufacturer narrative:
The device will be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Conclusion summary: the hazard reported in this complaint was caused by fluid invasion of the scope which damaged the internal electronics and resulted in loss of image and light output. This failure mode was attributed to fluid ingress rather than a material, component, or manufacturing deficiency. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device has been returned and will be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID_(B)(4).